Manufacturer narrative:
According to available information, a replacement procedure was performed; this device was removed and replaced. Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Further analysis was performed to better determine the longevity. Memory showed the device was in a dual chamber pacing mode until (B)(6) 2006, at which time the device was programmed to vvir pacing mode. The "auto capture" function was programmed "on". The previous year of auto threshold testing showed the patient's threshold varied eight times; each time was an increase. The threshold increased "auto capture" and increased the pacing amplitude. The increased pacing amplitude caused the device to use more of the battery capacity, which shortened the device longevity. The week the device declared elective replacement time, the threshold had increased, so the pacing amplitude had increased. If the threshold had not increased, the pacing amplitude would have remained the same and the device would have lasted another two years minimum based on calculations. The two main factors that resulted in the longevity remaining being reduced from 3 ½ years to ert in one year were the increased thresholds and the change in the pacing amplitude which decreased the battery longevity more rapidly. The reason for the varying threshold was unknown. Threshold variability may be impacted by excessive tissue reaction around the lead tip, various antiarrhythmic drugs, electrolyte abnormality, and/or myocardial infarction or heart tissue damage. Lead values were consistent in the daily measurements. Analysis concluded this device depleted normally.

Event description:
Boston scientficicrm received information that during interrogation in (B)(6) 2008, this device displayed a battery status of good with longevity of 3.5 years remaining. During this follow up visit (B)(6) 2009, interrogation revealed the device at elective replacement indicators reached on (B)(6), 2009. The patient with this device had developed chronic atrial fibrillation and the device had been reprogrammed to ddir pacing mode, however was pacing the same percentage throughout the device implant time. The patient was scheduled for a replacement procedure. There was concern the battery had depleted more rapidly than expected. No adverse patient effects were reported.